Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was emitting constant replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03-dec-2019. Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2019 with the following findings:.during investigation, there were frequent replace battery alarms observed. The black box shows battery voltage immediately following a battery change is low. The pump electrical current draws were tested and were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.